Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the usb port of the pump began to spark when the customer attempted to charge the pump with the tandem provided cable. Contact also reported that the pump and usb cable was hot to touch, and the usb port had melted plastic on it. Additionally, it was reported that the insulin gauge was inaccurate. Customer's blood glucose level was 200 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.